Event description:
It was reported that during a lap left inguinal hernia procedure, the jaws locked on the vessel, as he was trying to ligate the vessel. They slowly advanced the firing trigger and the jaws were still in locked mode. The surgeon pumped the trigger and tore the peritoneum and the device would not open. They used a second device and were able to secure the vessel and peritoneum with the clip applier through the trocar. The surgeon was successful in correcting the torn tissue. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.